Manufacturer narrative:
Upon device return, analysis found a reservoir access issue due to residue before an internal decontamination was performed. Previously reported result code no longer applies to this event.

Manufacturer narrative:
The previously applied eval conclusion code no longer applies.

Event description:
It was reported that the healthcare provider was unable to fill and unable to aspirating the reservoir at the patient¿s refill appointment. The pump was last refilled on (B)(6) 2015. At the refill, the expected residual volume (erv) was greater than the actual residual volume (arv), erv: 13.2 ml and arv: 0 ml. It was unknown what the cause of the volume discrepancy and difficulty filling/aspirating was. The patient had hot flashes in the past week. It was noted that the patient went scuba diving within the past week, (B)(6) 2015, and dove no more than 30 feet. The healthcare provider already attempted a locked reservoir valve procedure. The difficulty filling the pump did not result in a pocket fill. The patient was not able to be refilled. It was reported that the patient had their pump replaced on (B)(6) 2015. The physician felt like they've tried all of the steps to unlock the reservoir valve and nothing resolved it so the only way to continue good therapy was to replace the pump. At the time of report, the patient was receiving effective therapy. The pump was used to infuse dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. F(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.